Manufacturer narrative:
Retainer = black the pump was returned for pump error 23, 49, and 68 alarms and unable to clear the alarms found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The test energizer battery was removed from the battery compartment and reinserted less than 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down. After the shutdown, the pump powered up normally with pump error 23 alarm, power loss alarm, set time, and active insulin cleared alarm in sequence properly. No unexpected pump error 23, 49, or 68 alarms or unsafe shutdown noted during testing. All pump alarms were able to be cleared and the pump remained functional during testing. A review of the history files reveals on (B)(6) 2021 there were three (3) pump error 68 alarms (19:23 and two at 19:27), five (5) pump error 49 alarms (two at 19:23, one at 19:27, and two more at 19:28), and two (2) pump error 23 alarms (19:26 and 19:28) that occurred. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Unexpected pump error 23, 49, and 68 alarms are not confirmed. Unable to clear the alarms is also not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. Customer was unable to clear the alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.